Event description:
Allegations of headaches, difficulty with balance, inner ear problems, chronic fatigue, fibromyalgia, dryness of mouth and eyes, numbness in legs, memory problems, easy bruising, chronic skin rash, difficulty sleeping, incontinence, ruptured right implant, left implant intact.